Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to syncopal event. An interrogation oversensing noise on stored episodes for the right atrial (ra) lead. The noise was reproduced by having the patient reach across the chest to grab the bedrail. The sensitivity was programmed less sensitive. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.